Manufacturer narrative:
Per tandem's t:slim user guide: "humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled." No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 200 mg/dl with ketones. Reportedly, the customer had been using the cartridge for 3 days. It was reported that there was an air bubble in the luer lock. It was reported that the customer administered a bolus after clearing the bubble from the tubing.